Manufacturer narrative:
Evaluation summary: customer report was confirmed. Kit appeared not used. IV line was not attached to flotrac transducer. No visible defect was observed from IV tubing or flotrac transducer

Event description:
Broken tubing flo- (hospital) it was reported that the connection between IV line and flotrac sensor was detached from the beginning. When customer opened the package, tubing fell out from the package and it was contaminated.